Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient tried connecting to their ins last night, they got a message that said the data had been erased for their device. The patient was instructed to connect to their ins to see if they could reproduce the message. Despite several attempts and toggling bluetooth off and on, the patient was unable to connect; they kept getting a "no device found" message. The patient confirmed they were very comfortable with connecting to their ins and had success with connecting in the past. The patient was concerned because they had to cancel an MRI that was scheduled for today, and they were scheduled for two more next week. The patient said they get many mris and usually just turn therapy off before getting scanned. When asked, the patient said they used to put it in MRI mode when they first got it, but had just been turning therapy off for the past year or two after they were told they could do either at one of their scans. MRI scanning guidelines and how MRI mode works were r eviewed with the patient, and it was reviewed that it could possibly contribute to not being able to connect to their ins. The patient was redirected to follow up with their managing healthcare provider (hcp) for device evaluation. The patient provided the name of the physician assistant they see in addition to their doctor.